Event description:
It was reported that when interrogating the device it displayed "invalid data" in the episode log. The device remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 407652, implantable pacing lead, (B)(6) 2013; 407658, implantable pacing lead, (B)(6) 2013. (B)(4).